Event description:
It was reported that one day post implant during device check, the device was still in implant detect mode with both ra and rv leads in the configure state. The system was re-programmed and is operating fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.